Event description:
It was reported that, during a navio tka procedure, in the initial calibration set up, a handpiece error was registered. They tried three times, but the same fault appeared. When they removed the anspach drill and opened the handpiece casing, they saw that the drive sprindle had reached it's retraction limit. They disconnected the handpiece from the navio cart and tried to push the rubber limit stop on the drive sprindle and it was extremely tight to adjust the two drive cogs. When they got the drive to the center of the sprindle shaft, they dripped some water on the drive sprindle and rubber for lubrication and re-started the handpiece calibration and the same fault happened. Finally, they proceeded to use the second back up handpiece with a delay of less than 30 minutes. No other complications were reported.

Manufacturer narrative:
H6: the navio, handpiece, part number 110137, s/n (B)(6), intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The motor gear would not turn by hand nor spin during the test. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is early stage motor failure. As a part of corrective action, this issue is being investigated. G1: address updated. D10: add concomitants.